Event description:
Peritoneal catheter removal due to infection. When surgeon removed catheter, both dacron cuffs fell off. One was outside of wound, the other had to be retrieved from inside the wound.